Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device is not expected to return for analysis.